Event description:
Last month, the user experienced a skin infection and electrode extrusion in the ear canal. Infection had spread to the implant. The user was explanted. At explantation it was found that the coil had extruded through the skin and the device had migrated posteriorly.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the device through the skin. In addition, the electrode lead extruded into the external ear canal. A review of the device sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. The implant housing had also migrated from its intended position. In situ measurements whilst implanted showed two channels involved in a short circuit, however the damage could be not confirmed during device investigation as the device was damaged during explantation surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Last month, the user experienced a skin infection and electrode extrusion in the ear canal. Infection had spread to the implant. The user was explanted on (B)(6) 2025. At explantation it was found that the coil had extruded through the skin and the device had migrated posteriorly.